Event description:
The customer reported that the device failed to synchronize and the device was chirping. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to synchronize and the device was chirping. No adverse patient impact was reported. The device was evaluated by a philips field service engineer. The symptom could not be duplicated, and no trouble was found. The device worked as expected. Based on the customer's report we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.